Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 (nine) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction "color bar is displayed" was confirmed. Additionally, during the device inspection, the medical device presented no image output. Based on the results of the investigation, it is likely the following led to the malfunction: based on the facts obtained from the investigation, it is presumed that color bar is displayed since endoscopic image is not displayed due to a failure in the mother board. In addition, since the issue "lights on front panel not working" was not confirmed, the cause of the phenomenon could not be totally traced to its roots. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a popping sound. The issue occurred during at the end of an unspecified procedure. There were no reports of patient harm or procedural delay.